Event description:
The customer reported that the system exhibited "charger failure" errors upon boot up. This error will likely prevent the system from booting. There is no report of injury of death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.